Event description:
It was reported that the patient was in the operating room (or) for what ¿they¿ though would be a lead revision. It was noted that the manufacturer representative inquired as to whether the ¿lead could be cut so that the extension,pocket adaptor and implantable neurostimulator (ins) could be left in the pocket.¿ it was noted that the patient was going to be scheduled with neurosurgeon for a paddle lead implant. No further information was provided at this time. Additional information received reported that the patient experienced a loss of stimulation. It was noted that the physician was planning on sending patient to neurosurgeon for a paddle lead. It was noted that physician was considering CT or MRI prior to referring patient to surgeon. It was further noted that no date had been set for additional surgery. It was noted that the device was ¿still in place¿ and that the physician did not want to remove it as it was implanted in (B)(6) 2012.

Manufacturer narrative:
Concomitant products: product ID 389133, lot# j0327099v, implanted: (B)(6) 2003, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 748951, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 389133, lot# j0333558v, implanted: (B)(6) 2003, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 74002, lot# n305370, implanted: (B)(6) 2012, product type adapter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error code of ¿574¿on the patient programmer. It was noted the error code showed up on (B)(6) 2013. It was stated that the patient had the ins implanted for the pain in their toes. It was noted that the patient did not feel stimulation and had not for quite a while. It was stated that the patient remembered feeling stimulation after the implant but the stimulation did not last long. It was noted that approximately one month prior to report, the patient went to see their health care professional (hcp) and an x-ray was performed. The x-ray showed the leads were broken. It was noted that the patient had arthritis in their back. It was noted the leads were from 2004. It was stated that the patient had an appointment with their hcp the day after report to find out if the leads can be fixed. It was noted that a ¿call your doctor¿ icon and an error code of ¿574¿ showed up on the recharger on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the leads were cut and left inside the patient. It was further reported that the patient could not "hardly" walk and her feet were about to "drive her crazy".